Event description:
Defective cpu board and defective battery.

Event description:
Initial MDR was filed for "defective cpu board and defective battery" device history record was reviewed, no issue has been found. The volumat mc agilia us (serial number (B)(4) event log could not be reviewed due to constant alarming and no display. The customer issue was confirmed. Pump also failed battery test. Cpu board and battery were replaced to address the issue. The device was cleaned and tested post repair per quality control checklist and reportedly funtioned as intended and was realeased for further use. After repair, device was found to meet specification. The trend of defective cpu board is normal and reported risk of complaints is lower than estimated risk. The trend of battery issue is normal and reported risk of complaints is lower than estimated risk. Capas were opened for these two issues.